Event description:
Customer's test strips were peeling back. The test strips are not designed to peel back, as the strips are inserted into the test strip holder. Pt also reported their meter reading inaccurately low compared to a calibrated lab test. Pt reported obtaining a "11.6 mmol/l" on their meter and a "180 mg/dl" on the lab test. The tests were between 21 to 30 minutes and were within the 20% accuracy tolerance. Pt did not have any reportable symptoms and did not receive any medical treatment beyond home care. It is unclear how long the meter had been set in the wrong unit of measurement. Pt noticed the low result, while comparing to the calibrated lab test. The ccr was able to correct the unit of measurement. Pt did not have control solution to indicate if the meter had been malfunctioning. The test strips from one vial had been malfunctioning due to peeling back. The issue was resolved by using a new vial of test strips. Ccr replaced their test strips and control solution.